Manufacturer narrative:
A maquet field service technician investigated the device and found the fuse holder and the fuse on the power supply were defective. The fuse and the fuse holder were replaced. During testing the compressor would not turn on. It was determined the connector on the power supply was intermittent. The connection was re-established. The unit was tested to factory specifications and passed. The device was returned to service. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the system would alarm 1008-2 after the cleaning mode was activated. No reported patient involvement. (B)(4).